Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate electric shocks due to noise oversensing. Technical services (ts) reviewed the episodes and discussed potential causes and recommended in-office troubleshooting to evaluate the electrode mechanical integrity and electrode/device connection. A temporary solution could be reprogramming to secondary vector and keeping close monitoring on latitude. Troubleshooting suggestions were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.